Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00035. It was reported that the right ventricular and right atrial lead were oversensing resulting in false mode switches and inhibition of pacing. Both leads were explanted and replaced. The patient was stable.

Event description:
New information notes noise was also observed prior to the procedure.

Manufacturer narrative:
The reported event of noise with oversensing was confirmed. A complete lead was returned in two pieces; connector portion (a), 11.4 cm and distal portion (b),36.6 cm (stretched coil)]. Visual inspection found four external insulation abrasions breaching the outer insulation [32.0 cm to 32.4 cm , 32.9 cm to 33.4 cm, 33.6 cm to 33.9 cm and 34.0 cm to 34.2 cm] from the distal end consistent with friction to device can] at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil at the abrasion zones.